Event description:
It was reported that non-sustained lead noise episodes were recorded. The patient was fine. No new episodes were observed in the subsequent follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.